Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula event and got hospitalized on (B)(6) 2025 due to hyperglycemia for greater than 24 hours. The blood glucose level was 450 mg/dl and the patient was having abdominal pain and vomiting. The patient got treated with manual injection and insulin drip no further information available.